Event description:
A physician reported a hakim valve (823110) was implanted via unknown shunt on unknown date with unknown setting. A cerebrospinal fluid leak occurred because the valve was damaged. The valve was removed and replaced on (B)(6) 2023. According to information received, it is unknown if the patient experienced any signs and symptoms due to csf leakage and the current status of the patient is also unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR) - product code 82-3101 with lot cjmd5y, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was on setting 140 mmh2o. The valve was visually inspected; a cut was noted in the housing. The valve was leak tested; failed the test. The complaint was confirmed. Root cause analysis ¿ the root cause for the issue reported by the customer could be due to a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in instruction for use (IFU), silicone has a low cut/tear resistance.